Event description:
A customer contacted beckman coulter inc., (bec) and reported that they noticed a leak in the back of their coulter lh 780 hematology instrument. The customer confirmed the leak was not contained and the volume was 20-30ml. Before the leak, the customer was troubleshooting lab information system (lis) issues. Per customer, they were wearing gloves and lab coats. The customer confirmed had no mucous membranes or open wounds exposed to the leak. The customer confirmed patient results were not affected, and there was no change to patient treatment associated with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer's site. The fse found the instrument leaking and replaced both no (normally open) and nc (normally closed) tubing at valve vl12b. Per fse, there was a cut in the tubing at the nc valve vl12b. The fse replaced the no tubing as a precaution measure. The fse also replaced lyse restrictor tubing which had a small pinhole where it plugs into fitting 82. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was a cut in nc tubing at valve vl12b and a small pinhole in lyse restrictor tubing. (B)(4).